Event description:
A customer reported that the surgeon caught the probe on the valved trocar which pulled the trocar out and had to drain the fluid and suture the incision.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).